Event description:
Prior to clearing the pca pump, the pump screen displayed a shift total of 1.0mg and that 27.2mg was left in the syringe. The pump was cleared. Fifteen minutes later the pca alarm went off and the screen read "empty syringe". The door was opened to reveal the syringe was empty. The original pump settings were immediately verified to match the settings on the md order.